Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 350's (mg/dl). To address the bg level, the customer delivered a correction using the pump. A pump system check was performed and no device issues were identified. However, the customer used novolog insulin, and the cartridge and insulin had been in use for 4 days. Additionally, the contact reported that some of the basal settings had been changed without consulting the customer's health care provider. Reportedly, the supplies were changed and further assistance was declined from tandem technical support.